Event description:
It was reported by customer during use that the cs300 intra aortic balloon pump had displayed autofill failure, system failure, failed error 117 while in transport. There was no harm or injury reported.

Manufacturer narrative:
Updated fields :b4, b5 ,d9, g3, g6, h2, h6 (health effect ¿ clinical code, medical device ¿ problem code, type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, verified code 57 (autofill failure) / code 45 (blood back detected 7 times). Verified excessive moisture in-line (no blood). Removed all moisture from line. Verified all transducer calibrations. Overlay button panel test / 45min battery run time@100bpm test ¿pass¿. Ready for patient care. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.

Manufacturer narrative:
A supplemental report will be submitted upon the completion of the investigation.

Event description:
It was reported by customer that the cs300 intra aortic balloon pump had displayed autofill failure, system failure, failed error 117 during use on the patient. There was no harm or injury reported.